Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed an error 4 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient reported that he obtained the error 4 message at 6pm on (B)(6) 2016. The patient manages his diabetes with a combination of insulin and oral medication. He denied making any changes to his usual diabetes management routine after obtaining the error message. He denied developing any symptoms as a result of the alleged issue. The cca documented that the patient phoned his ¿hcp who instructed him to take 25 units of levemir insulin instead of 15 units and 1000 mg of metformin instead of 500mg, both 2 times daily until meter issue resolved¿. The patient denied using any other device to test his blood glucose levels. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient described the correct testing steps and he confirmed that the test strips completely drew in the blood sample. The cca walked the patient through a retest but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.